Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced nausea, vomits, headache, and not feeling good. On the same date, the bgfs reading was 500 mg/dl while cgm showed unspecified low readings around 40s to 50 mg/dl. The parent treated the patient with insulin via the pump but did not remember the units. About 1 hour later, bgm continued going up while cgm still showed unspecified lows. Because of worsening symptoms and unreliable cgm readings, the mother assisted and brought the patient to the emergency room (ER). At the ER, the patient was treated with IV fluids and bg was closely monitored using hospital bgm. During evaluation, the cgm sensor was removed. Within about 3 hours, bgm levels started decreasing. The patient stayed at the ER for about 5 hours for observation. Symptoms resolved during the stay, no additional medications were reported, and no diagnosis was documented in the available information. At discharge, the patient was feeling fine and in stable condition. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.